Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at the customer site during preventive maintenance (pm). The thermogard console failed functional testing and displayed a tcmid:02 (ce danfoss error) error message. Troubleshooting the problem revealed a poor connection between the p22 connector of the pic-hsg cable and the j22 connector on the cooling engine cable, which connects the danfoss module (ce) to the pic 16 board. One of the pins of the p22 connector and the j22 connector were observed burnt. The most probable root cause was moisture diffusing into the system and vibration during use, causing contact arcing. Both pic 16 and cooling engine wire harness assemblies were replaced to remedy the issue. During visual inspection, large cracks were observed on the console's top cover deck, unrelated to the noted error message and attributed to user mishandling. Zoll field service engineer explained to the customer that the large cracks on the top cover deck could allow liquid to enter the console and recommended that the top cover deck needed to be replaced. But the customer declined the offer to replace the top cover deck. Following service, including preventive maintenance service actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the thermogard xp ivtm system (sn (B)(4)) failed functional testing and displayed a tcmid:02 (ce danfoss error) error message. No patient involvement.